Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no blank display anomaly was noted. No damage found on the liquid crystal display isolation tape noted. The insulin pump was received with missing end cap sticker, cracked battery tube threads, reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
It was reported the insulin pump went off and turned back on by itself. Customer's blood glucose was 9.5mmol/l. Customer's father stated the device there was no damage to the device it was only missing the dome sticker. No further information reported.